Event description:
While trying to activate a safety device on a safepico blood sampler ,the sampler fell out of the hand and the user was stuck in the other hand by the needle.

Manufacturer narrative:
Initial delivery of product included training of the respiratory department with the understanding that theirs' would be the only personnel using the device. They would train others as the rollout to other departments and personnel occurred. Material management within the hospital distributed the product without the knowledge of the respiratory department. The insert for the sampler describes proper use of the device and warns that they are only to be used by authorized personnel. The customer initially alleged that they tested the safety device on two similar samplers without being able to make it click (the "click" indicates that the safety device has been activated). Further investigation found that the untrained personnel making this claim were unable to move the safety device at all because they were pressing down on the thumb plate rather than pushing gently to slide the protective shield over the exposed needle until a click is heard (signifying the protective shield is in place). Investigation of the actual device has not been possible as it was disposed of by the customer, but investigation of the same lot found that the claim could not be duplicated. Each safety shield "clicked" into the lock position and none appeared be faulty.